Event description:
Additional information was received from the patient. Patient called back mentioned not knowing if their therapy was on or working. Reviewed how to connect to ins with communicator and patient saw por message. Patient was able to dismiss message and turn therapy back on. Then reviewed with patient how to connect to ins with recharger and handset. Patient performed hard reset of recharger. Patient saw 1707 error message. Patient was able to connect recharger and handset. Patient saw implant was at 70% with excellent connection. Please note patient was difficult to follow at times. Again reviewed with patient to follow up with hcp and possibly review how to use external equipment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient called for assistance with the external devices, wanted to review the meaning of the charge levels. Reviewed information, patient confirmed handset at 100% and patient plugged in the communicator which needed to be charged. When asked, patient doesn't recall ever using the communicator. With instruction patient started a recharge session and once complete patient to call to review how to connect to turn therapy on. Patient didn't realize that therapy was off however said doesn't know if therapy is working. The patient called back for further assistance using her recharger. Patient thought the charging session was disrupted however it turned out that the ins charged to completion. Reviewed this information with patient and ended the call. Ps then realized per previous call notes the patient still needed help turning therapy back on again. Outbound call was made and a vm was left asking patient to call us back for helping turning her therapy back on again. Additional information was received on (B)(6)2023, patient called back, helped caller connect to ins and turn therapy back on.